Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to procedure fluoroscopy x-ray and therefore display an image. There are no reports of pt injury or death associated with this event.